Event description:
It was reported that patient complained of pain. Surgeon decided to revise the implant and it was noticed that the humeral inclination screw broke and therefore the humeral head implant became disassociated with the stem.

Manufacturer narrative:
Results of investigation: it was reported that a revision surgery had to be performed due to pain involving one promos inclination set (75042180) and one promos humeral head (75006709). Upon visual inspection, the reported fracture of the inclination set could be confirmed. A medical assessment could not be performed since no relevant medical documents were returned. The high extent of wear seen on the broken inclination set does not allow for an accurate investigation on the reason for its fracture. However, this high extent of wear indicates that the inclination set fractured quite some time before revision surgery and wore due to continuous friction. The worn notches between inclination set and promos body support this theory. Based on the received information the exact circumstances of the breakage cannot be determined conclusively. The involved promos inclination set was however part of a voluntary recall initiated in january 2010, as the performed analyses showed that under certain circumstances the screw of this device breaks at the location of the pe pin. Clinical performance data of a new design, marketed in december 2011, complies with our recommendation. Smith&nephew continues to study further incoming data on this device performance.